Event description:
It was reported to medtronic minimed that the customer experienced an no delivery/occlusion alarm. The customer reported cardiac arrest, and hyperglycemia treated with hospitalization: overnight stay. The customer was hospitalized until (B)(6) 2023. The pump has currently failed due to ifb issues document treatment for high bg: hospitalized. The event involved product(s) mmt-242a, mmt-332a, mmt-1884l. The customer was using the insulin pump system within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported an insulin flow blocked alarm. The customer confirmed insulin did not exit during the 5u fill cannula or pump alarmed. The customer re-attempted the load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No further patient complications were reported. The customer declined to troubleshoot further. The customer will discontinue the use of the pump. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The customer was hospitalized for alleged high bgs, cardiac arrest and insulin flow block alarm on (B)(6) 2024 on the primary svn (B)(6). On svn (B)(6) ems was dispatched to treat customer for alleged low bgs/high bgs and exposure to MRI on (B)(6) 2023. On svn (B)(6) the customer received smartguard education and reported alleged bent sensor on (B)(6) 2024. On svn (B)(6) the customer reported alleged no communication between pump and mobile on (B)(6) 2024. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0868 inches. No motor displacement anomaly noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. No motor displacement anomaly noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below pertaining to primary svn (B)(6) and event date 13-apr-2024. There were no "no delivery alarm/insulin flow block alarm" noted on the event date 13-apr-2024 in the pump history file on the primary svn (B)(6). Please see below for the first 10 boluses listed on the event date 13-apr-2024 in the pump history file on the primary svn (B)(6). 04/13/2024 00:31:27.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 18250 (1.825 u). Bolus amount delivered: 18250 (1.825 u). 04/13/2024 00:35:16.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 04/13/2024 00:40:19.000 normal bolus delivered (220). Bolus programming method: cl1 auto bolus (9). Normal bolus amount programmed: 1500 (0.15 u). Bolus amount delivered: 1500 (0.15 u). 04/13/2024 00:45:17.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). 04/13/2024 00:50:17.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). 04/13/2024 00:55:19.000 normalbolusdelivered (220) bolus programming method: cl1 auto bolus (9). Normal bolus amountp rogrammed: 1750 (0.175 u). Bolus amount delivered: 1750 (0.175 u). 04/13/2024 01:00:15.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). 04/13/2024 01:05:17.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). 04/13/2024 01:10:15.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 500 (0.05 u). Bolus amount delivered: 500 (0.05 u). 04/13/2024 01:15:17.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 750 (0.075 u). Bolus amount delivered: 750 (0.075 u). There were no auto suspend (12) alarm noted in the pump history file. Please see below for the user suspended (2) alarm noted on the event date 13-apr-2024 in the pump history file on the primary svn (B)(6). 04/13/2024 12:44:48.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 13-apr-2024 in the pump history file on the primary svn (B)(6). 04/13/2024 12:15:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 04/13/2024 18:47:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 04/13/2024 20:32:00.000 alarm alert notification (40). Fault number: lost sensor1 alert (780). 04/13/2024 21:57:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 04/13/2024 23:07:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 04/13/2024 23:42:00.000 alarm alert notification (40). Fault number: change battery fault (73). 04/13/2024 23:55:00.000 alarm alert notification (40). Fault number: change battery fault (73). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Unable to verify the power management graph and changebatteryfault (73) alarm due to insufficient data on the graph. Lost sensor 1 alert (780) - not confirmed. Change battery fault (73) - unknown. Please see below pertaining to svn (B)(6) and event date 27-dec-2023. No motor displacement anomaly noted during testing. Please see below for the first 10 boluses listed on the event date 27-dec-2023 in the pump history file on svn (B)(6). 12/27/2023 00:02:03.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/27/2023 00:07:03.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/27/2023 00:12:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/27/2023 00:17:00.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 12/27/2023 00:22:00.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). 12/27/2023 00:27:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/27/2023 00:32:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/27/2023 00:37:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/27/2023 00:42:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). 12/27/2023 00:47:01.000 normal bolus delivered (220). Bolus programming method: cl1 micro bolus (5). Normal bolus amount programmed: 1250 (0.125 u). Bolus amount delivered: 1250 (0.125 u). There were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date 12/27/2023 in the pump history file on svn (B)(6). 12/27/2023 09:14:35.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 12/27/2023 in the pump history file on svn (B)(6). 12/24/2023 14:57:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/24/2023 16:32:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/24/2023 16:42:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/24/2023 17:00:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). 12/24/2023 17:10:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). 12/26/2023 05:06:18.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/26/2023 05:16:00.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/26/2023 11:16:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/26/2023 11:26:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/26/2023 11:42:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). 12/26/2023 11:52:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). 12/26/2023 15:29:00.000 alarm alert notification (40). Faultnumber: lost sensor 1 alert (780). 12/26/2023 15:39:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/26/2023 16:05:00.000 alarm alert notification (40). Fault number: lost sensor 2 alert (781). 12/26/2023 16:08:02.000 alarm alert cleared (42). Fault number: lost sensor 2 alert (781). 12/26/2023 17:11:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/26/2023 17:21:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/27/2023 06:54:01.000 alarm alert notification (40). Fault number: low battery alert (104). 12/27/2023 09:23:57.000 alarm alert notification (40). Fault number: battery removed (84). 12/27/2023 15:46:55.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 16:16:57.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 16:26:00.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 16:51:56.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 17:01:00.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 17:21:57.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 17:31:00.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 17:56:57.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 18:06:00.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 18:31:56.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 18:41:01.000 alarm alert notification (40). Fault number: sensor error alert (801). 12/27/2023 22:52:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). 12/27/2023 23:08:00.000 alarm alert notification (40). Fault number: lost sensor 2a lert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Unable to verify the power management graph and low battery alert (104) alarm due to insufficient data on the graph. Lost sensor alert (780) - not confirmed. Sensor error alert (801) - not confirmed. Low battery alert (104) - unknown. Please see below pertaining to svn (B)(6) and event date 03-jan-2024. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or auto mode anomaly (smartguard) noted. Please see below pertaining to svn (B)(6) and event date 11-apr-2024. The pump properly paired to minimed mobile app on an iphone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. No communication between pump and mobile was not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device and passed. The pump passed the functional testing. Unable to confirm alleged high bgs/low bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Exposure to MRI not confirmed. Auto mode anomaly (smartguard) not confirmed. No communication between pump and mobile was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.